Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. Debris was found inside the j702 connector on the distribution node (dn) pca, which prevented proper communication with a monitor. The root cause of the debris was unable to be positively identified. No adverse event resulted from the defective electrode belt.